Event description:
It was reported that customer was hospitalized for an operation on her shoulder. Customer reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 342 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, a21 error test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime/a33 test due to fsr damage by moisture. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.